Manufacturer narrative:
Method: visual inspection, complaint history analysis, mfg record review, risk assessment review. Result: visual inspection confirms reported failure. Complaint history analysis pers were evaluated and a trend was detected. A CAPA was initiated to address this issue which determined the root cause to be a raw material weakening due to the tip welding process. Mfg record review - mfg records were reviewed, but no deviations were reported. Risk assessment review - per this complaint, there were no adverse consequences for the pt, however, a small surgery delay may result. Conclusion: the event was confirmed by visual inspection, hex tip or torsion shaft broken. Hex tip was likely broken under torsional constraint at the level of the transverse pin. A CAPA has already been opened to address this issue.

Event description:
The torque wrench was damaged at hexagon point during surgery.